Manufacturer narrative:
(B)(4). Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. In this case, the root cause has been determined to likely be due to patient related factors. There is no allegation or evidence of a device malfunction. The subject device was not returned for evaluation. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a bioprosthetic mitral valve, implanted for approximately one (1) year and six (6) months, was explanted due to a thrombus in the outflow tract after. Prior to the explant surgery, the patient was treated with anticoagulants for three (3) months then transitioned to antiplatelet agents.

Manufacturer narrative:
Customer report of "fibrotic whitish pattern on leaflets" was confirmed through an image evaluation due to observed host tissue. Report of regurgitation could not be confirmed through image evaluation. Evaluation was performed through three color images provided by the customer. The images included two views of the outflow aspect, and one view of the inflow aspect. Moderate to heavy host tissue overgrowth was observed on the outflow aspect of the leaflets. Host tissue on the stent circumference was observed to be minimal on the inflow and outflow aspect. The host tissue was observed to fuse two of the leaflets near one of the commissures. Host tissue likely restricted leaflet mobility and led to the reported stenosis. The report of thickened leaflets was probably due to the host tissue overgrowth.

Event description:
As per medical documents received, the indication for the original mitral valve replacement was endocarditis of the native valve caused by streptococcus gallolyticus with a digestive origin. As per a toe performed thirteen (13) months after the implant it was described a moderate stenosis and a stable moderate regurgitation with a paravalvular jet that remains stable. Also it was described a new intraprosthetic leak due to a cinetic restriction of one of the cusps. As per a tee performed seventeen (17) months later there was already a moderate intra and paravalvular leak (grade 2.5/4) with moderate stenosis with one leaflet showing immobility. At the time of this hospitalization (explant), the echo showed a worsening of the intra and paravalvular leak with severe dysfunction of the valve. A cardiac CT scan showed a mitral bioprosthesis with anterolateral cusp thickened and a bit immobile with no periprosthetic aneurism found. Hemocultures were negatives so the hypothesis for a valve thrombosis was most supported. Once the valve was explanted, the pannus in the base and some suture points were sent to bacteriology lab for an extension study of a possible recurrent endocarditis with a progressive evolution together with serologies for coxiella/bartonella.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, leaflet thickening was reported. The reported event cannot be confirmed since the device is not available for evaluation. However, this event most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd.

Event description:
Edwards received information that a bioprosthetic mitral valve was explanted due to stenosis and regurgitation after an implant duration of approximately one (1) year and five (5) months. Initially it was reported that the reason for explant was due to a thrombus in the outflow tract. However, at the time of the reoperation, the diagnosis of thrombosis was not supported by the macroscopic findings. It was observed only a thickened, whitish cusp which had a restricted motion detected on pre-op echo. As noted by the surgeon, the initial indication for this mvr was valve endocarditis. The valve was explanted and replaced with another edwards bioprosthetic valve. The patient was well and discharged home.

Manufacturer narrative:
Through further follow-up, the surgeon hypothesized that renal surgery and perioperative changes in coagulation could result in a small thrombus that could have organized and given the fibrotic pattern observed on leaflets. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.